Manufacturer narrative:
Available information indicates this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead exhibited increased pacing thresholds after the pocket was closed. Fluoroscopy revealed the lead had pulled back slightly. The lead measurements were still acceptable. The physician determined the patient would remain hospitalized to assess the lv lead measurements and position, and the patient would be considered for an epicardial lv lead if this lead became further dislodged. No adverse patient effects were reported.